Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, it was confirmed that the device was a 2.5 x 12 mm xience pro x. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 2.25 x 12 mm xience pro x stent delivery system (sds) could not be used in procedure. On the outer card board box, the labeling stated that it was a 2.25 x 12 mm device; however, on the hub of the device stated it was a 2.5 x 12 mm device. In addition the nurse stated that the foil pouch was missing. She stated that the cardboard box was unopened previously. A new device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returning for analysis. However, the device was returned for evaluation. Evaluation summary: the device was returned for evaluation. The reported complaint was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the follow up report, the device was returned. The chipboard box label did not match the inner pouch label and device.